Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 1.50mm x 12mm emerge balloon catheter was advanced to dilate the lesion; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast in the inflation lumen and blood in the guidewire lumen. There were numerous kinks throughout the shaft. The balloon was loosely folded. Microscopic examination of the balloon revealed a 11mm longitudinal tear in the balloon wall from proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the bonds and markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 1.50mm x 12mm emerge balloon catheter was advanced to dilate the lesion; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.